Event description:
The customer reported that the device did not seal. The site contact was not able to provide add'l info regarding the incident or device. There was no pt injury.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained a follow-up report will be submitted.